Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Drive support disk was inspected and no anomaly was noted. Unit had broken belt clip slot and cracked reservoir tube.

Event description:
Customer reported that she had three car accidents between 2010 and 2011 due to low and high blood glucose. Customer stated that on the three accidents she blacked out and suffered from a mild stroke. Customer stated that the first accident happened in 2010 and she had a syncope episode. The second one was in (B)(6) 2011 due to she was vomiting her legs and arms was hurting and she was hospitalized in intensive care unit with high blood glucose and dka. The third one was in (B)(6) 2011 due to her reservoir was leaking. Customer stated that the insulin pump is cracked and the drive support cap is sticking out. Nothing further was reported.